Event description:
The (B)(6) complaint handling unit reported that the screw was broken post-operatively. Patient had a bone fracture and was treated and fixed with nail. After removal of the nail a secondary bone fracture was produced and to treat this a curved plate was used. The distal screw broke 7 months after the plate replacement. As the previous surgeon was changed after the initial operation, the current surgeon does not know about the initial surgery but does think that two few screws were used for the distal fixation.

Manufacturer narrative:
Additional narrative: device was used for treatment. (B)(4): this individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed. (B)(4): placeholder.